Event description:
Iridex became aware two patients experiencing scleral burns post treatment with a micropulse p3 probe. Part a is not filled out as patient identifier details were not provide to iridex. The treatment parameters were within specification and the treating physician also reported that laser console used to treat the patient was producing low power when a power test was conducted. Engineering failure analysis could not be performed because the device was not returned for evaluation. A definitive root cause could not be determined, and no additional information has been provided by the clinic or treating physician. Iridex will continue to follow-up with the clinic.